Event description:
It was reported that during a shoulder arthroscopy the loop of the device could no longer be rotated back and forth properly. The nitinol loop is torn. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the wire loop of one device was damaged and did not advance through the device. Testing the 2nd wire through both devices did not reveal any abnormalities with the suture lasso devices. The cause of the wire loop damaged is undetermined. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing. However, due to the device being returned unpackaged, we are unable to confirm the reported event.